Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was connected to a power source after being off for a period of time. Reportedly, the pump was flashing red however remained off. During troubleshooting with tandem technical support, the customer was educated that the pump should be plugged into a power source for at least an hour. There was no impact to the customer's blood glucose level was the pump was not being used on the customer at the time of the reported event. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.